Manufacturer narrative:
At this time, the ICD and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert due to a high right ventricular impedance measurement obtained by this implantable cardioverter defibrillator (ICD). The physician was notified of this alert. Additional information was received that the defibrillation lead has had pacing impedances above 1,900 ohms but all other measurements have remained stable. No adverse patient effects were reported.